Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 6 electric shocks for sinus tachycardia. The stored event was reviewed, and it was noted that one premature ventricular contraction (pvc) caused an atrial sense beat to be blanked and ventricular rate to be greater than atrial rate. Technical services discussed reprogramming options. Device remains in service. No adverse patient effects were reported.